Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
On 02/18/10, covidien was informed of a customer who had an issue with a heparin prefilled syringe. The attorney alleges that the patient received covidien heparin in various doses IV to flush a portacath from (B) (6) 2008 to (B) (6) 2008. On or about (B) (6) 2008, the patient experienced chest pain, abdominal pain, shortness of breath, severe drop in blood pressure, acute renal failure, elevated liver function test, multi-organ failure, drop in platelet count, sepsis and cardiogenic shock. The patient passed on (B) (6) 2008. The attorney alleges the causes of death as reported in the patient's death certificate included cardiogenic shock, dilated cardiomyopathy, severe aortic stenosis, and multiorgan failure. The medical history as reported by the attorney included cardiomyopathy, chf, copd, stroke, tia, ventricular ectopy, and the patient was a former smoker.